Event description:
This is a report of a patient who experienced ¿stomach full of fluid¿ and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. On an unknown date, the patient was hospitalized for an unknown indication and eventually passed away. It was reported that the patient ¿was on both kinds of dialysis¿ during hospitalization. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured in february 2012. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and revealed no abnormalities that could have caused or contributed to the event. The device evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.